Event description:
Caller states that customer reportedly received the following results on the aviva system within 10 minutes: 299 mg/dl and 105 mg/dl, 47 mg/dl and 99 mg/dl. Readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Allergan sales representative reported for a surgeon that a "patient was in a car accident and the port tubing snapped." This is the only information available as of now. Follow-up findings: "patient was in a car accident and the seatbelt was over port site, so patient came into see if port was ok." The explanting doctor attempted a fill and the patient had no restriction. A barium swallow was performed and the doctor saw the liquid was leaking through. The port was explanted and replaced. The explant port is being returned. The surgeon has not absolved the device. Allergan takes the conservative approach to reporting.